Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was receiving large differences between sensor and blood glucose levels. The customer was advised that the sensor would be replaced. During a follow up call, the customer reported that she recently had a blood glucose level of 465 mg/dl. The customer stated that she would return the sensors.